Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received motor error alarm. The customer blood glucose level was unknown. Customer also stated that insulin pump has been required to rewind more than once. The device will be returned for analysis.